Event description:
It was reported that doctor was trying to advance the swg through the needle and met resistance. When trying to remove the swg, it was noted that the swg was stuck in the needle. The swg and needle were removed as one unit. As a result, a new kit was opened and used successfully. There was a delay in treatment, but no harm was caused to the patient. No complications or death occurred to the patient. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).